Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure using an evac 70 xtra coblator ii wand, a burn was noticed in the mouth in an area where the tip was not activated at any point. The procedure was successfully completed with a surgical delay of 1-2 minutes using a back-up device. The burn was evaluated by a plastic surgeon, no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found the provided medwatch form was reviewed. However, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, a user vs procedural variance cannot be rule out. Based on the information provided, the procedure was successfully completed with a surgical delay of 1-2 minutes using a back-up device without and further complications. Since it was reported the patient was discharged with a follow up with a plastic surgeon, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this case would be re-assessed. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device shows minimal signs of use, no burn or arc damage is seen on the device. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the opened device and plugged into the controller and registered settings (7,3). Which is expected. The wand produced plasma as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.